Event description:
The manufacturer received information alleging an issue related to a simplygo device's thermal event. The manufacturer received information alleging that the device has ¿melted filter¿. Additionally, the complaint was confirmed for alarming, no power, found sieve canister failure and damaged main pca. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The report was earlier sent as initial but it is updated/corrected in this report. B5 verbiage: the simplygo device was returned to a third-party service center, the device was visually inspected and found device has ¿melted filter¿. Additionally, the complaint was confirmed for alarming, no power, found sieve canister failure and damaged main pca. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.